Event description:
Boston scientific crm received information that the patient with this product had an infection. It was reported that the incision had come open and became red and swollen. Antibiotics were prescribed, however, the patient had an adverse reaction and had to be hospitalized. The patient reported the infection has not yet been resolved, and did not think another procedure could be performed due to their current health status.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is explanted and returned. This report will be updated if additional information is received.